Event description:
The pt received two leads with the same lot number. It was reported surgical intervention was undertaken on (B)(6) 2013 due to lead fracture resulting from an accident in (B)(6) 2013. The physician opted in replace the entire scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.